Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: unexplained "por" events observed in black box on (B)(6) 2016. Pump powers with returned battery cap to a blank display. Within three minutes pump alarms with an audible tone and vibration alert per normal operation. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad. Cartridge compartment cracked in thread area. Cartridge cap is able to be fully secured. No evidence of moisture contamination inside cartridge compartment. Leak test shows leak at cartridge compartment crack. Evidence of moisture contamination inside pump on watchdog processor and other associated electrical components. A blank display was found due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This is potentially reportable because the user may be unaware thatthe pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.